Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a hematoma evacuation procedure the pace/sense portion of a competitor's right ventricular (rv) lead could not be fully inserted into the header of this cardiac resynchronization therapy defibrillator (crt-d). Impedance measurements were within normal limits and there was no evidence of noise. The lead was not used and instead inserted into the right atrial (ra) lead port as a cap. The procedure was completed and the device remains in service. No adverse patient effects were reported.